Event description:
Boston scientific received information that this right atrial lead displayed high pacing impedance measurements. It was suspected that the set screws had become loose. The patient was seen for a revision procedure where it was confirmed that the set screws were indeed loose. The set screws were tightened with good resulting numbers. The device and ra lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.